Event description:
Reportedly a 7000tfx 25mm valve was explanted at implant and another 7000tfx 25mm was implanted into the same patient without problems. Device is available and will be returned for analysis.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: ¿no inconsistencies detected with the valve. No inconsistencies detected in the x-ray as well.

Manufacturer narrative:
Device evaluation anticipated, but noe yet begun.